Event description:
It was reported that the patient fell on (B)(6). Following the fall the patient experienced intermittent stimulation. Applying pressure to the system was not able to recreate the sensation. Impedances were measured in different positions with no changes. It was also reported that the patient was recharging and stopped and moved to the patient programmer and saw a power-on-reset (por) message. The patient was able to clear the message on her own and still received stimulation. A por was not noted on the 8840 clinician programmer. A manufacturer representative reset the orientation on the patient's ins and adjusted the transition zones, and the patient planned to monitor for intermittent stimulation and follow-up if needed. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).

Event description:
It was later reported that the patient was doing well following the reorientation and reprogramming.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant medical products: product ID 37744, serial# (B)(4), product type: programmer, patient; product ID 37754, serial# (B)(4), product type: recharger; product ID 3550-39, lot# n311359, implanted: (B)(6) 2012, product type: accessory; product ID 39565-65, serial# (B)(4), implanted: (B)(6) 2012, product type: lead. (B)(4).